Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted minor scratches on the top cover. The functional evaluation found errors 213 and 214 in the error list due to a defective flex ladder cable. It was reported that the unit had error codes e213 and e214. The reported issue were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of an error 318 at monopolar 1 power and monopolar 2 cut pure not related to the reported condition. The connector (j13) contained a damaged pin on the rf board and failed continuity check. The rf board was replaced to address the condition. The most likely cause for the additional condition is were traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, unit had error codes e213 and e214. There was no patient involvement. Medtronic's initial evaluation of the incident device found the cross coupling testing failure.